Event description:
A 4.5mm lcp condylar plate implanted for a femoral fracture broke post-operative. Patient complained of pain and x-ray taken revealed the plate had broken. During revision surgery, the broken hardware was removed and patient was revised to a distal femoral nail.